Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b6, h6 and h11. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the 'channel line clamp error' alert and end of run summary verification message. The 'channel line clamp error' alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. Signals in the run data file confirmed the rbc contamination at the rbc detector. The run data file indicates that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet line observed during pas addition. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. Signals in the run data file confirmed the rbc contamination at the rbc detector. The run data file indicates that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet line observed during pas addition. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the trima machine operated as intended by flagging the product to verify wbcs. No further reporting will be provided as this does not represent a reportable event.